Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) with dilatation procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when the physician was deflating the balloon in the esophagus, the balloon deflated at a twenty-five percent slower rate than normal. However, all of the inflation media was removed from the balloon and the balloon was withdrawn through the scope without incident. The procedure had already been completed with this cre balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. Reported event of balloon deflation difficulty. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.